Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data can be found in this section. No data was available for data analysis due to the insulin pump being received with a depleted battery installed. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer died on (B)(6) 2014. It was reported that the cause of death was due to diabetic coma. It was also reported that the customer had low blood glucose levels of 30 mg/dl prior to passing away. It was reported that the customer was hospitalized prior to death and had removed the insulin pump at least seventeen days prior to death. It was reported that the wife of the customer would return the insulin pump for analysis. No additional information was provided.